Event description:
The gdc 10-standard synerg detection circuit was positioned as the first coil in the aneurysm. The physician decided that the coil was too small and the plan was to remove the coil and place a larger coil. The gdc 10-standard synerg detection circuit was resheated without apparent difficulty. On placing the second coil the physician noticed that there was a portion of the previous coil in the aneurysm and on closer inspection realized that the first coil had remained partially deployed in the aneurysm with the remaining coil stretched to the femoral artery. It was decided to attempt to retrieve the stretched coil, which was finally achieved using a microvena snare after some 90 minutes and 6 to 7 attempts. Thrombosis was noticed in te pt at the aneurysm neck. It must be noted that no diffuclty was felt resheating the coil, which may indicate a premature detachment. The aneurysm was coiled using a remodeling technique during which te pt suffered on a table rupture (presumably of the aneurysm). The pt is now in ICU with fixed pupil and in a very poor condition.